Manufacturer narrative:
Date of submission: 12-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2018 with the following findings: during investigation, the pump was powered on to a clear vibratory alarm. The vibratory function was found to be functioning properly. The original complaint of a vibration issue was unable to be duplicated during investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump began constantly vibrating every second. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.